Event description:
Patient requested removal of the inspire system as they experienced ipg pain, neck pain and tightness, lack of therapeutic benefit, and cosmetic appearance. Physician brought the patient into the or and removed the entire inspire system.